Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4).evaluation of the returned device and review of the data logs confirmed the reported intermittent out of range signal. A transmitter (sn (B)(4); mfg date: 1/7/2013) was also returned for evaluation and there was no problem found.

Manufacturer narrative:
Evaluation of the returned transmitter confirmed the intermittent out of range. A receiver (sn (B)(4), mfg date: 12/11/2012) was also returned for evaluation and there was no issue detected.